Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and no delivery alarm. Customer's blood glucose level was 600 mg/dl. Troubleshooting for no delivery alarm was performed. Customer was able to resolve the issue with a complete set change. Customer declined to troubleshoot for high blood glucose levels.